Manufacturer narrative:
(B)(6). A report was received that a 6mm angioguard rx device could not be loaded unto the delivery system. The device was exchanged for another angioguard rx and the procedure was successfully completed with no reported patient injury. Initial evaluation of the returned device revealed a bent and stretched distal tip coil. The event involved a patient undergoing a coronary artery stenting procedure. The site reported that the device had been stored had been stored and handled according to the instructions for use (IFU). Nothing unusual was noted about the device prior to use. When the package was opened, the deployment sheath tip was still fully seated in the filter basket introducer and no difficulty was encountered while flushing the filter introducer or the deployment sheath. No saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire and the anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked in the deployment sheath. At this point he noticed that the umbrella was not properly loaded on the delivery system. The physician reported that attempts to load it manually required excessive force. Attempts to clarify whether the customer had manipulated the device after the procedure that might have resulted in a stretched distal tip coil were unsuccessful; though they confirmed that it had not occurred during the prep of the device. A non-sterile unit of rx/6mm basket diameter/180cm was received inside of a plastic bag along with the delivery wire inside the delivery sheath. The delivery wire had a kink 22cm from the proximal section and a bent and kinked condition on the distal tip coil. The delivery sheath had an unzipped condition 26cm from the distal tip. Functional analysis could not be performed due to the kinked, bent, unzipped and stretched condition of the device. The filter basket was inspected under the vision system and wrinkles were observed on the membrane and a bent and stretched condition was observed on the coil distal tip. A review of the manufacturing records of this lot of products revealed that it met specification prior to release. The reported¿ delivery system/ loading (docking) difficulty-into delivery sheath¿ event could not be evaluated correctly due to the condition of the returned device. The cause this event as well as the damages observed could not be conclusive determined. However, procedural factors might have contributed to these events. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath should be fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. Users are instructed to flush the deployment sheath and filter basket introducer with 10ml of saline until they see saline within the coil dispenser at the green deployment sheath hub. User are then instructed to remove the two anti-migration clips closest to the torque device and need to ensure that the torque device is securely attached to the guidewire prior to removing the wire from the coil dispenser until the basket is completely docked into the tip to the deployment sheath. When completely docked, approximately half the filter basket will be visible out the end of the deployment sheath. Users can then remove the last anti-migration prior to opening the torque device. They then need to pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut by gripping the torque device in one hand and the proximal end of the guidewire in the other. Users are instructed to complete the prepping of the device by locking the torque device onto the guidewire while ensuring that the deployment sheath hub remains engaged with the torque hub and pulling the wire and deployment sheath out of the dispenser coil. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, there are possible procedural factors that may have contributed to these events based on the results of the returned device analysis. Neither the analysis nor the review of the device history record suggests that the events were related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
During cas procedure a 6mm angioguard could not be loaded onto the delivery system. Another angioguard was taken and the procedure carried on as planned. Analysis of the returned device indicated a bent and stretched condition was observed on the coil from the distal tip. It could not be further clarified how and when it occurred. There was no adverse event reported. The operator prepared the 6mm angioguard epd for use according to the IFU and outside of the patient's body. Then he noticed that the umbrella was not properly loaded onto the delivery system and in order to load it he had to use an excessive force. The device will not be returned for analysis, the product was stored and handled according to the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was no saline noted within the coil dispenser at the green deployment sheath hub. The torque device locked onto the guidewire and the anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath.